Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2020-49308. Reference MFR. Report#: 1627487-2020-49310. It was reported the patient experienced a cerebral spinal fluid leak while being implanted with drg leads. As a result, the patient began to experience headaches following the procedure. In turn, the patient underwent a blood patch procedure on (B)(6) 2020. The patient was admitted to the hospital three days following the procedure due to headaches remaining present and additional symptoms of nausea, vomiting, photosensitivity, increased pain while sitting upright, and limited neck movement. Multiple tests were performed during her hospital stay. The patient was placed on an intravenous valproate regimen during her hospital to address the headaches. On (B)(6) 2020, a second blood patch procedure was performed. The patient was discharged from the hospital the following day and their symptoms resolved over time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2020-49308. Reference MFR. Report#: 1627487-2020-49310.